Manufacturer narrative:
(B)(4). The product was not requested to return for manufacturers laboratory investigation as maquet cardiopulmonary is aware of similar complaints showing a similar malfunction. An internal process (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action. An investigation of similar complaints under (B)(4) was performed and showed that the venous pressure sensors were corroded. A white crystalline substance was found on the pins of the pressure sensor. The priming solution lead to electrolysis when cardiohelp started to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" leads to implausible sensor pressure readings. The most probable root cause is that the varnish applied on the pcb and plugs of the venous pressure sensor does not resist the etching caused by the saline. A new varnish resisting the etching of the saline has to be designed and applied on pins and pcb. Based on this the reported failure could be confirmed. This data will be handled through a designated maquet trending process. No further action will be completed at this time.

Event description:
Upon priming the circuit had one problematic venous pressure sensor that went up to 400 mmhg and then drifted down to a negative reading. The circuit was transferred to a different console and the same readings were observed. A different circuit was used on the original console and primed as expected with all pressure readings observed to be normal. (B)(4).